Event description:
Hosp reported that while coming off bypass, the bio-console rpm's were decreased from 3500 rpm's to 2000. Rpm's and the motor quit spinning. The bio-console was changed out with a back-up handcrank device to complete case with no effect to the pt.